Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse checked the fuse and tested the integrated electrosurgical unit (iesu) with a single power source, but the issue persisted. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. The iesu vio-dv was analyzed, and the blinking issue was reproduced and confirmed. The unit powered on and off with a blinking screen at startup. The red fuse box has a small chipped. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint: the following additional information was provided: the integrated electrosurgical unit (iesu) displayed blinking screen.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the integrated electrosurgical unit (iesu) was not working with a blinking screen. The customer performed hard power cycle of the iesu; however, the same issue persisted. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and there were no issues noted during set up of the system. The procedure was completed laparoscopically at the closing stage, which was 10 minutes before ending. There were no intra-operative or post-operative complications.

Manufacturer narrative:
The iesu ¿vio dv was further analyzed by the original equipment manufacturer (OEM) and the issue was confirmed. The display starts flickering when the unit powered on. Investigation found a malfunctioning hv power supply printed circuit board (pcb) resulting intermittent display screen. The parts were replaced, then the unit function as intended after passing all the required and recommended testing's.